Event description:
It was reported that a patient was implanted with an interspinous spacer device at l4-l5. Approximately 3-4 months postoperatively, the patient continued to have back pain and neurogenic claudication. At the 12 month follow up visit, x-ray showed significant left degenerative disc degeneration at multi-levels, multi-level spondylosis, spondylolisthesis, and degenerative scoliosis. The interspinous spacer device was reported as stable. The patient was then scheduled for injections, mris and CT. Approximately 2 years postop, the patient underwent removal of the interspinous spacer device at l4-l5; t11-s1 posterior spinal fusion; pelvic fixation; t11-s1 placement of titanium revere pedicle screws with iliac bolts bilaterally; l2, l3, l4, l5, and s1 decompressive laminectomies; l3-l4 and l4-l5 posterior lumbar interbody fusion; l3-l4 and l4-l5 placement of peek interbody cages; t12-l1 and l1-l2 posterior osteotomies; and local autologous bone graft, 30ml vitoss allograft, and bone aspirate. Patient outcome was reported as resolved.

Manufacturer narrative:
(B)(4). (No code available for "neurogenic claudication"), (B)(4) (no code available for "failure to improve symptoms and/or function" and "device removal"). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.